Manufacturer narrative:
On (B)(6) 2020, the patient reported feeling abdominal and testicular pain as well as pain when the stimulator is palpated. The patient reported getting pain relief from the stimulator for the lateral femoral cutaneous nerve pain that the stimulator was implanted to relieve. However, the patient was now experiencing new pain. On may 26, 2020, the cr reported that the patient started feeling the abdominal pain on (B)(6) 2020, but was not made aware until (B)(4) 2020. The patient had a urology and CT scan that came back normal without any diagnosis. After full diagnostic testing did not yield a life-threatening diagnosis, the diagnostic clinician believed that the stimulators could be causing the abdominal/testicular pain. Currently, (B)(6) 2020, the patient is still experiencing abdominal/testicular pain and is tentatively scheduled for surgery on (B)(6) 2020. No further issues have been reported. The root cause of this complaint is user error. Implanting clinician's off-label, stimulator configuration for freedom-8a was likely causing vital organs, such as bladder and intestines, discomfort in the current configuration.

Event description:
Stimwave quality has investigated the details for a reported abdominal/testicular pain, submitted to the stimwave complaint system on may 26, 2020, by clinical representative (cr), in the united states. Cr became aware of this issue (B)(4) 2020.